Event description:
Additional information received indicated the infection is resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.(B)(4).

Event description:
It was reported that the drg system was explanted due to infection at the battery site (reference MFR report number 3008829311-2017-00031 for drg lead explant). It was noted that the patient was sent home with a prescription for 1 week of antibiotics. No further information has been received.